Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during initial drain. Gts had the patient cycle power twice to clear the error. Gts then assisted the patient in ending therapy and advised the use of new supplies to continue therapy. Product surveillance contacted the patient who explained the issue was resolved. The patient was unable to determine the cause of the error, and indicated there were no loose connections, disconnections or defects with the supplies. The patient did not retain the lot information. No injury or medical intervention was reported.